Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 17:31:56. During night drain cycle two, the patient's ultrafiltration reading was 99 ml, indicating the home patient (hp) drained 99 ml more than their maximum programmed fill volume of 130 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.